Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reason for original complaint ¿ patient was revised to address osteolysis, metallosis, a loose, malpositioned cup, and elevated cobalt and chromium levels.. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated minimal osteolysis, metal wear, metallosis, and synovitis. Lab results from (B)(6) 2012 indicated high metal ion levels. Clinic note also indicated squeaking noises. Lot number is being updated for the cup and stem is being added to the complaint. There was no mention of any cup loosening or malpositioning as previously stated. The complaint was updated on: (B)(6) 2015

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).